Manufacturer narrative:
The unit was returned for evaluation. The evaluation found that the rivet at the end of the right bar, which prevents the bars from being pulled all the way out and the panels falling off, was missing. The unit is 14 years old and the most probable cause of the failure is wear and tear. This is the only instance of this failure on this or other similar devices manufactured by allen. A risk analysis shows the likelihood of this failure occurring is low and the failure rate is consistent with the risk profile.

Event description:
The pull bars did not latch when being fully extended. This caused the shoulder cushions to fall which were supporting the patient. Patient was supported by the caregivers as the pull bars were pulled out. There was no patient injury.